Event description:
The stent was deployed and the balloon deflated. However, upon attempted removal, the stent came back with the balloon and embolized in the groin. The stent was retrieved from the groin with a snare.